Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(4) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection. The device and leads were explanted and later replaced. No further patient complications have been reported as a result of this event.